Manufacturer narrative:
Corrected lot number from 17360639 to 17145101. Corrected device expiration date from 09/30/2017 to 06/30/2017. Corrected device manufactured date from 10/23/2014 to 07/30/2014. Device evaluated by manufacturer: the device was returned for analysis. A visual inspection noted that the shaft was twisted in two places - 84cm (13cm in length) and 119cm (16cm in length) from the hub of the microcatheter. Towards the distal tip of the shaft two holes were noted to the shaft (1.2 and 3.3cm from the distal tip). A coil with blood present was found to be jammed but hanging out of the distal tip of the microcatheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as intermittent flush was used during the procedure. Please note that the directions for use state: ¿to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade stc 18 microcatheter and guiding catheter, and b) the renegade stc 18 microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05221 . It was reported that the coil pierced through the catheter. The >1cm target lesion was located in the splenic artery. A 130/20 renegade¿ stc 18 was advanced to the connection of the iliac artery and abdominal artery towards the target lesion for embolization. During the procedure, intermittent flushing was performed and an unspecified coil was deployed successfully. The physician then advanced an 8mm/12mm complex helical - 18 coil to the catheter; however, it was noted that the coil was stuck inside the catheter when crossing the bent (natural angle) near the connection of iliac artery and abdominal aorta. The physician removed the catheter and coil as a unit and noted that the catheter was pierced by the coil. Some parts of the coil were outside the catheter through the hole and some were contained inside the catheter. The physician indicated that the "catheter was pierced by the coil" when the coil was tried to be repositioned. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05221. It was reported that the coil pierced through the catheter. The >1cm target lesion was located in the splenic artery. A 130/20 renegade&#10259;tc 18 was advanced to the connection of the iliac artery and abdominal artery towards the target lesion for embolization. During the procedure, intermittent flushing was performed and an unspecified coil was deployed successfully. The physician then advanced an 8mm/12mm complex helical - 18 coil to the catheter; however, it was noted that the coil was stuck inside the catheter when crossing the bent (natural angle) near the connection of iliac artery and abdominal aorta. The physician removed the catheter and coil as a unit and noted that the catheter was pierced by the coil. Some parts of the coil were outside the catheter through the hole and some were contained inside the catheter. The physician indicated that the "catheter was pierced by the coil" when the coil was tried to be repositioned. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.